Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The turret motor was aged deterioration and the turret was failure because more than 12 years had passed from the subject device had been manufactured and repeatedly long-term use. Therefore, the turret was failure to move to a target position, the turret error occurred and the indicators of the front panel was blinked.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. There was no further detail provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel display of the subject device blinked. The phenomenon occurred when the subject device was used for the training, so it was not used in a procedure. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Other detailed information was not provided. There was no report of patient injury associated with the event.